Event description:
An email was received regarding the product 46 cm (18") pur transfer set w/chemolock additive port, check valve w/luer lock, filter cap, which generated an occlusion during patient use. It was reported that priming was possible, and preparation went ok. When trying to administer to the patient, the infusion stopped, and the line was blocked. Loss of cisplatinum and delay in therapy. Additional information was provided stating that priming was possible, but not possible to administer cisplatinum. They have the feeling that there is something wrong with the glue. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.